Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. According to the evaluation results at the local service department, it was confirmed that there was a hole in the adhesive part and the adhesive part had turned white. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Based upon the evaluation results, omsc surmised that the reported phenomenon occurred since the adhesive part deteriorated due to chemical stress and/or storage environment.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus local service department, it was found that there had been a gap in adhesive area between plastic cover and distal end. Other detailed information was not provided. There was no report of patient injury associated with the event.